Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. Review of the event log file revealed on (B)(6) 2025 the system controller was powered on after the white power cable was connected to a power module. From 12:23:27 ¿ 12:23:30, backup battery circuit faults and backup battery memory tag faults activated, consistent with the backup battery not being installed. Due to the system controller not detecting a present backup battery, the system mode changed from charging to normal mode. Of note, when the system controller is in normal mode, more alarms are supported and present on the system controller. Due to only one power cable being connected to external power and the driveline being disconnected, power cable disconnect, lvad (left ventricular assist device) off, driveline disconnect, and low flow alarms activated at 12:23:28. On (B)(6) 2025 at 12:23:36, the backup battery was uninstalled. The resolution of the alarms was not captured before the controller was shut down. The next event captured the controller being powered on and the clock resetting to a default timestamp of (B)(6) 2000 at 00:00:00. At 0:00:03, after the controller reset, a backup battery fault alarm was captured due to a backup battery circuit fault. The controller was reset four more times throughout the log file, and after each controller reset, backup battery fault alarms activated. The alarms were not resolved before each time the controller was powered off and remained active until the end of the file (16:45:01 on (B)(6) 2025). The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Information provided indicated the system controller was the patient¿s backup controller. Additionally, it was stated the backup battery (serial number (B)(6)) was replaced with a new battery, and alarms persisted. (B)(6) was reinstalled and alarms continued until the backup battery was fully charged on (B)(6) 2025 and no further alarms were observed. A root cause for the reported event was not conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 7, ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. B) section 8, ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6, ¿equipment maintenance¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 IFU (rev. B) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery and system controller, and to ensure a trained caregiver is present. Additionally, the section explains how to maintain the backup system controller¿s readiness, including how to recharge the backup battery. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the ventricular assist device (vad) coordinator connected the backup system controller to the power module on 11nov2025 several alarms were triggered some minutes later. The alarms included a pump off, low speed hazard, low flow, power cable disconnect, and backup battery fault. Log files were sent for review. The backup battery (ebb) sz042-362 was reconnected. Shortly after, a backup battery alarm was triggered. Another ebb was inserted but again an ebb alarm was triggered shortly after. The original ebb (sz042-362) was inserted back again, and the ebb fault persisted. The original ebb (sz042-362) was inserted back again, and the ebb fault persisted. The ebb was then completely charged again by the vad coordinator on 13nov2025 and there were no further alarms documented after.